Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different mobile meters, within 10 minutes: "hi" mg/dl (system 1) and 93 mg/dl (system 2). The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number for system 2 was not provided. Return of the suspect device was requested for evaluation.